Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
During a therapeutic unspecified transurethral resection, the ceramic tip broke off in the patient; there were no reports of further medical intervention or plans for retrieval. There are also no reports of further patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation and additional information received from the customer. Updated fields: b5, d8, h6 health effect: impact code, and h6 medical device problem code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer that the ceramic tip broke off in the patient's bladder. Several instruments were used in an attempt to remove the piece, including a disposable basket and forceps. The tip was too large to remove as a whole, so the physician had to laser it into pieces first, and then an ellik evacuator was used to flush the metal residue out of the patient. The patient was sedated using propofol with sufentanil during the procedure.